Manufacturer narrative:
The external visual inspection revealed slices at the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The internal visual inspection revealed a crack on the hybrid assembly. This was induced during the case removal process. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device.

Event description:
The recipient is reportedly experiencing sound quality issues. Revision surgery is scheduled.